Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined the cause of the reported issue was due to integrated circuit, designator u1, on the analog pcb assembly. Leg 1 on u1 had high resistance shorted to legs 4 and 5. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had a service indicator present. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the positive waveform is missing, resulting in a monophasic shock. As a result, the wrong defibrillation therapy would be delivered, if it were necessary. There was no patient use associated with the reported event.